Event description:
(B)(6). Customer compared his blood glucose readings on the contour next meter and the contour usb meter on separate occasions and the respective results were: 5.4 vs 9.8mmol/l, 6.4 vs 14.3mmol/l, 5.9 vs 11.7mmol/l and 4.8 vs 11.2mmol/l, the differences between readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The test strips are expected to be returned for evaluation. Replacement meter and strips were sent to the customer.

Manufacturer narrative:
The customer strips were received and evaluated. When tested with control solution and blood, the results were high out of spec by an average of 16.3mmol/l and 4.1mmol/l, respectively. E20 was received, indicating exposure to moisture outside the bottle. E21 was received with the control, indicating a reading above 33.3mmol/lin-house test strips gave satifactory performance.